Manufacturer narrative:
Clarification to d6a: partial date of 2017 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the left side. Device remains implanted. It is unknown if device will be returned.

Event description:
The event of rupture was confirmed not to have occurred. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d1, d2a, d4, d6a, g4, h4, h6.